Event description:
It was reported that a fluoroscopy revealed the lead insulation was abraded. No electrical anomalies were noted. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.